Event description:
The recipient reportedly experienced magnet displacement following an MRI, due to the bandage protocol not being followed. The magnet was successfully repositioned through external manipulation. The recipient experienced some pain, which has since resolved, and the device is now functioning properly.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.